Manufacturer narrative:
The sterilization charts of the involved devices were checked with the following results: no pre-existing anomalies detected on the 40 revision mod. Stems ø16mm product code 3812.15.010, lot 2022340, ster. 2100003, no pre-existing anomalies detected on the 30 revision later. Necks h.70mm product code 7515.15.120ud (mdd), lot 2008125, ster. 2000245. Therefore, we can state they have been regularly sterilized before being placed on the market. The following information was requested to the complaint source, but was never provided: pathogen responsible for the infection. Radiographs. Patient's clinical data. Product details of the other explanted devices. Additional details referring to the previous surgery without this information we cannot perform any further investigation, other than the check of the sterilization charts of the revision stem and neck involved. No definitive conclusion can be determined on the cause of infection, however, based on the analyses performed, we classify this event as not product related. Pms data: based on limacorporate pms data, we can estimate a revision rate due to infection of the revision stems of about (B)(4). No corrective action needed following this complaint, limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Revision surgery performed on (B)(6) 2024, due to acute periprosthetic hip infection in femoral stem revision. Total hip prosthesis was explanted. The following devices explanted: revision mod. Stem ø16mm (product code: 3812.15.010, lot. 2022340 - ster.2100003). Revision later. Neck h.70mm (product code: 7515.15.120, - lot. 2008125 - ster. 2000245). Product code number and lot number of explanted cup, liner, head, and screw are unknown. The exact implant date of devices is unknown (approximately two weeks before the current revision). Patient age: 73 years old. This event occurred in italy.

Manufacturer narrative:
Checking the sterilization charts of involved lot numbers, no pre-existing anomalies were found on the components manufactured with those lot numbers. Therefore, all the products with those lot numbers have been properly sterilized before being placed on the market. We will submit a final report after the final investigation.

Event description:
Revision surgery performed on (B)(6) 2024, due to acute periprosthetic hip infection in femoral stem revision. Total hip prosthesis was explanted. The following devices explanted: revision mod. Stem ø16mm (product code: 3812.15.010, lot. 2022340 - ster.2100003). Revision later. Neck h.70mm (product code: 7515.15.120, - lot. 2008125 - ster. 2000245). Product code number and lot number of explanted cup, liner, head, and screw are unknown. The exact implant date of devices is unknown (approximately two weeks before the current revision). Patient age: 73 years old. Event occurred in italy.